Manufacturer narrative:
Continued g2: spanish agency for medicines and medical devices (aemps), spain. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lymphoma-alcl. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphoma-alcl: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 291890 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However the reported events are classified as medical, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported for right side "monoblock capsulectomy explantation and anaplastic giant cell lymphoma, diagnosed by pathological anatomy". Healthcare professional later reported capsular contracture, baker grade IV and histological markers cd30+ and alk-. Device has been explanted and discarded. Treatment: device explant, complete capsulectomy.